Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test wells in question which were unexpectedly negative from the instrument in question were visually positive. These were well numbers two (2) and three (3) which were known to be d antigen positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument on (B)(6) 2016.